Event description:
During surgery the liner cannot lock with the tibia prosthesis tightly. After straightened the patient knee, the liner fell out. Tried 5 times, still failed. Surgery time extended 60min. Used same model backup to complete the surgery.